Manufacturer narrative:
All available information was investigated and the reported clip open during establishing final arm angle (efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
N/a.

Event description:
This is filed to report the clip opening while establishing final arm angle (efaa). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4. During the procedure, the clip opened while establishing final arm angle (efaa). Troubleshooting was performed including opening the clip to 120 degrees and relocking the clip. However, the clip opened while establishing final arm angle again. After multiple attempts, it was decided to remove the clip. A xtw clip was implanted with no reported issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.